Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the emergency stop button was active. The review of system log files showed loss of hospital mains power. Upon troubleshooting, the rse confirmed that the emergency stop button was enabled by the customer accidentally. To resolve the issue, the rse instructed the customer on bringing the system back online. After which, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon investigation, it was determined that the reported issue was caused when the user pressed the emergency button accidentally, confirming no system or ups malfunction. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop was active, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.